Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was a leak from the multi connector ¿ y connector (access ¿ pbp). The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external blood leak was observed originating ¿at the pre blood pump and access junction¿ of a prismaflex m100 set during continuous renal replacement therapy. The volume of blood lost was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.